Event description:
It was reported that the patient underwent a surgical procedure to remove the tactra penile prosthesis for unspecified reasons. A new tactra device was implanted, and no patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove the tactra penile prosthesis for unspecified reasons. A new tactra device was implanted, and no patient complications were reported.